Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test two days ago and now he received the alarm again after changing the battery and he could not clear it since the buttons are unresponsive. Blood glucose value was 127 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. Unable to verify failed battery test due to button keypad anomaly. The insulin pump has with cracked reservoir tube lip and minor scratched display window.